Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey for the reliant stent graft balloon catheter. The objectives of the study were to identify any new device-related adverse events/effects and/or device complaints that were not anticipated or documented in the instructions for use (IFU) or risk management report and to confirm the acceptability of product performance. The reliant stent graft balloon catheter is a non-implantable device intended to be used for occlusion of large vessels / temporary occlusion of large vessels to control hemorrhage and for remodelling indication / expansion of self-expanding stent grafts. Survey results from a physician who used the reliant stent graft balloon catheter in three cases for temporary occlusion of large vessels to control hemorrhage, reported technical success of successful delivery to the target site and inflation was achieved in 2 of the 3 cases. It one case breakage was reported as the reason for not achieving technical success. No patient clinical events or intervention was reported as a result of the event.